Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of gemcitabine. The gemcitabine was intended to infuse over 30 minutes. The clinician verified the medication was dripping during setup. After 30 minutes, the pump indicated that the infusion was complete, however no fluid had been visibly pulled from the medication bag. The clinician indicated there were no alarms during the course of the infusion to indicate the medication had stopped infusing. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of under infusion of gemcitabine was not confirmed or replicated during the investigation. The returned device was evaluated to the extent of the tests and no anomalies were observed during laboratory testing. Laboratory test performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended. On (B)(6) 2025 at 12:52 pm, the unit was selected, the user selected ¿guardrails drugs¿, the drug gemcitabine was selected, an infusion with a rate of 612 ml/h and a vtbi of 306 ml was programmed. From 12:55 pm to 1:00 pm, the pump module alarmed for occluded patient side seven (7) times, subsequently, the infusion was started. At 2:14:30 pm the pump module alarmed for air in line, the pump module was then channeled off. The total volume infused (tvi) recorded was calculated to be 725.866 ml inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported under infusion of gemcitabine was not identified during the investigation. The returned device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, a040502, a0401, a040506, g0204002, g02017, g04037, g04067, c0601, c23, c07, d01, d15, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of gemcitabine. The gemcitabine was intended to infuse over 30 minutes. The clinician verified the medication was dripping during setup. After 30 minutes, the pump indicated that the infusion was complete, however no fluid had been visibly pulled from the medication bag. The clinician indicated there were no alarms during the course of the infusion to indicate the medication had stopped infusing. There was patient involvement but no harm.

Manufacturer narrative:
Omit: g0204002 - keyboard/keypad. Correction: manufacturer narrative. Investigation summary: the report of under infusion of gemcitabine was not confirmed or replicated during the investigation. The returned device was evaluated to the extent of the tests and no anomalies were observed during laboratory testing. Laboratory test performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended. On 02 may 2025 at 12:52 pm, the unit was selected, the user selected ¿guardrails drugs¿, the drug gemcitabine was selected, an infusion with a rate of 612 ml/h and a vtbi of 306 ml was programmed. From 12:55 pm to 1:00 pm, the pump module alarmed for occluded patient side seven (7) times, subsequently, the infusion was started. At 2:14:30 pm the pump module alarmed for air in line, the pump module was then channeled off. The total volume infused (tvi) recorded was calculated to be 725.866 ml inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note that this report lists imdrf annex a1801, g02017, c0601, d01, a040502, a0401, c07, d15, g04070, g04037, g04067, c23, d11, a040506 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Additional information: concomitant med prod data, imdrf annex g code and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause of the reported under infusion of gemcitabine was not identified during the investigation. The returned device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of gemcitabine. The gemcitabine was intended to infuse over 30 minutes. The clinician verified the medication was dripping during setup. After 30 minutes, the pump indicated that the infusion was complete, however no fluid had been visibly pulled from the medication bag. The clinician indicated there were no alarms during the course of the infusion to indicate the medication had stopped infusing. There was patient involvement but no harm.

Event description:
It was reported that there was an under infusion of gemcitabine. The gemcitabine was intended to infuse over 30 minutes. The clinician verified the medication was dripping during setup. After 30 minutes, the pump indicated that the infusion was complete, however no fluid had been visibly pulled from the medication bag. The clinician indicated there were no alarms during the course of the infusion to indicate the medication had stopped infusing. There was patient involvement but no harm.

Manufacturer narrative:
Correction: d01 - cause traced to device design. Additional information: imdrf annex d code. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.